Event description:
It was reported that during an unk procedure, the clips were ejecting from the device and were malformed. The procedure was completed with another device. There was no pt consequence.